Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The posterior 3 segment of the mitral leaflet was noted to have a prolapse. Difficulty was noted visualizing the clip during the transesophageal echocardiogram due to the patient anatomy. One clip was implanted at the anterior 3/posterior 3 (a3/p3) leaflet segment. A second clip was advanced; however, during implantation, the first clip detached from one leaflet. There was no tissue damage noted and the second clip was successfully implanted. The mitral regurgitation was reduced from grade 4+ to 3-4. No additional information was provided.